Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign and blue arrow indicator, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that three surgical fibers failed and were replaced during a prostate procedure. The first surgical fiber failed at 103,477 joules of use and 21 minutes due to tip damage. The second surgical fiber appears to have been contaminated while opening the sterile pouch. The third surgical was replaced due to the tip being difficult to rotate and use. The procedure was complete using a fourth surgical fiber. There was no injury to patient reported. This report is for the third surgical fiber used.